Manufacturer narrative:
The event is detectable and preventable by handling device in accordance with the following instructions for use: -inspection of the endoscope -using endotherapy accessories - high-frequency cauterization treatment olympus will continue to monitor field performance for this device.

Event description:
No further information available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 - primary UDI number d8 - was device serviced by third party? D9 - date returned to mfg h4 - device mfg date. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: presumed that the tip cover was burned due to the use of a high-frequency treatment device without leaving sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope distal end was burned. The event occurred during maintenance. There were no reports of patient involvement.